Event description:
It was reported that during a gastric bypass procedure, the stapler blocked and would not open. The surgeon had to open another device to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.